Event description:
According to the reporter: during a laparoscopic radical surgery for lung cancer, while on the broken lung tissue, the device had a poor staple formation, leading to an incomplete staple line, it was resolved by manual suturing. A new device was used in order to complete the case. No patient injury.